Manufacturer narrative:
The neonatal patient was admitted to the hospital on (B)(6) 2018 at 12:00 p.m. And was monitored with the intellivue multi measurement server (mms). The equipment was brand new and had been installed in august 2018. Due to severe vasoconstriction, a spo2 reading was not accurate and a non-invasive blood pressure (nbp) reading was not possible on the baby's four extremities. As the perfusion levels were continuously below 0.3, the spo2 data was considered to be unreliable, and the ECG was the main monitored vital sign. At 14:32 in the afternoon, the host monitor was displaying a readable ECG signal with a heart rate equal to 146 beats per minute (bpm), whereas the spo2 was 15 %, the perfusion 0.26 and the pulse derived from spo2 was 42. Around that time, nurses noticed that the patient was bluish, so they paged the doctor who came and examined the patient using a stethoscope and could only detect around 40 bpm, meanwhile the host monitor was displaying a rate around 160 bpm. The baby was ventilated using a draeger babylog 8000 plus a neonatal ventilator at a rate of 50, which was accurately detected by the philips mms. Around 18:30, the patient was announced dead. A philips field service engineer (fse) went to the customer site to test the mms, which was found to be working as intended. No trouble was found with the device. Additionally, the fse collected the ECG strips for the time period of 14:32 until 17:25 and the trend report, which covered the time period of 12:00 until 18:30. Both were forwarded to philips product support engineering (pse), the philips clinical liaison specialist, and research and development (r&d) for evaluation. During the evaluation of the provided strips, pse found the ECG signal to be a bit noisy, nevertheless, it was showing large and uniform qrs complexes. The derived heart rate numeric corresponded to the measured ECG signal on all of the provided strips. Additionally,the analysis of the provided trend report revealed that between 13:30 and 14:00, and again between 15:15 and 16:00, the measured heart rate and the pulse derived from spo2 correlated to each other. At 14:32, your clinical staff noticed a marked discrepancy between the heart rate measured by ECG and the pulse frequency measured plethysmographically and determined by auscultatory measurement. Per clinical liaison specialist and r&d, the child suffered from pulseless electrical activity (pea) / electromechanical dissociation at that point in time. In pea, there is electrical activity, but the heart either does not contract or there are other reasons this results in an insufficient cardiac output to generate a pulse and supply blood to the organs. An electrical activity of the heart can clearly be seen on the strip reports for this time period, however, this electrical activity did not have any or only an intermittent mechanical response. Coupled with the hypovolemic shock, the pea can cause peripheral hypoperfusion, which is reflected in the low perfusion values measured at this time. The pulse frequency of approximately 50 beats per minute, which was measured intermittently, could also have been an artifact of the mechanical respiration of 50 breaths per minute. Based on the evaluation of the provided ECG strips and trend report, no indication of a malfunction of the involved mms was found. The customer was informed about the investigation results by letter. The product remains at the customer site. The device worked as intended and there was no indication of a malfunction of the mms. Based on the available information, a clear cause for the reported issue could not be established. No further investigation or action is warranted.

Manufacturer narrative:
Phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "there was an ECG inaccuracy which has delayed their intervention and caused the patient's death".